Event description:
Boston scientific received information that the right atrial lead displayed pacing impedance measurements less than 200 ohms. Additionally, loss of capture with no asystole was observed. A revision procedure was performed. The ra lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.